Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. It was also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; using the pod 5 / page 42. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient had to be hospitalized for 2 days with blood glucose reading over 400 mg/dl. Upon inspection it was noticed the adhesive pad was coming loose and the cannula came out of the skin. The patient's site was infected and the cannula was also bent. At the hospital they placed her on an intravenous drip. The doctor also stated that the patient almost had blood poisoning. The pod was worn between 4 and 24 hours on the back.

Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an infection at the infusion site. Although the investigation found no evidence of any damage, the reported event could not be determined. A hazard alarm occurred during use, indicating an issue with the rotational sensor spring connection with the commutator cap. No spring trace mark for the rotational sensor transition spring was found on a section of the commutator cap, indicating poor continuity between the rotational sensor springs and commutator cap.